Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2022-17544, 3006705815-2022-17543. It was reported the patient is experiencing a shocking sensation following a full system revision that occurred on (B)(6) 2022. Troubleshooting was attempted by a manufacturer representative to no avail. Consequently, the patient is seeking a system explant. Surgical intervention may be pending to address the issue.

Event description:
Additional information received indicates the patient's system was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.